Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly the alarm ultimately cleared and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose (bg) was "high"; although specific value was not provided. A manual injection was administered to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."